Manufacturer narrative:
PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova (B)(4) learned that there is no known patient involvement. It was stated furthermore that the device was not cleaned per the IFU before the contamination occured. Livanova (B)(4) provided a lab test report which confirms the contamination with mycobacterium chimaera. The heater cooler system 3t underwent the cleaning and disinfection procedure successfully. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.